Event description:
The products poligrip and fixodent denture creams fail to publish warnings about serious side effects due to zinc poisoning, causing copper deficiency and neuropathy. Many users are suffering from neuropathy and are unable to walk. As in my case for nearly 10 years, as I was not made aware that both products contain unhealthy amounts of zinc, leading to severe pain and ultimately, neuropathy, if not death. The FDA should at least publish warnings on their website, if they don't want to take seriously harmful products off the market. Safe denture creams are secure adn efferdent, as they do not use excessive amounts of zinc. Dose or amount: as needed. Frequency: daily. Route: dental. Dates of use: 2000 - 2009. Diagnosis or reason for use: dentures. Event abated after use stopped or dose reduced: yes.